Manufacturer narrative:
Chronic driveline infection captured under MFR. Report #2916596-2021-03386. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that driveline cultures were obtained on 01mar2023 and were positive for methicillin-resistant staphylococcus aureus (mrsa). It was noted that the patient had chronic driveline infection and noncompliance since 2021. The patient remained on chronic doxycycline. Infectious diseases (ID) refused to follow up with the patient due to noncompliance with appointments. The patient remained stable and did not require hospitalization. There were no pump malfunctions.